Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently displayed "pacer fault 115" on power up. There was no pt involvement during the reported malfunction.